Manufacturer narrative:
The pump was not explanted and was not available for investigation. A correlation between the device and the reported elevated ldh levels and events leading up to the patient's outcome could not be conclusively determined. It was reported that the patient was admitted on (B)(6) 2016 for weakness, abdominal pain, hematemesis, and elevated ldh levels. Despite the administration of argatroban and integrilin, the patient's ldh level reportedly continued to rise. It was additionally noted that the patient had respiratory distress and was transferred to the cvicu, where the patient was treated with bipap support and diuretic therapy. The patient was made dnr/dni status and was discharged home on hospice care with continued aspirin, coumadin, and bumex therapy. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 7 months. The device was not returned for investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient was admitted for weakness, abdominal pain, hematemesis, and unspecified elevated lactate dehydrogenase (ldh) levels. The patient was treated with heparin and integrilin while remaining on coumadin and aspirin. The patient¿s ldh continued to rise despite treatment. The gastrointestinal (gi) service was consulted. Reportedly, the patient¿s hemoglobin was stable; and no gi intervention was performed. There were no reported issues with lvad function. On an unspecified date, the patient experienced respiratory distress and was transferred to the cardiovascular intensive care unit (cvicu). The patient was placed on bipap and was diuresed. The patient and family decided that no further interventions were desired, including no more blood thinners or hospitalizations. Palliative care services was consulted and the patient status was made do not resuscitate / do not intubate. On an unspecified date, the patient was discharged home on hospice care. The patient was kept on aspirin, coumadin, and bumex. The patient passed away at home on (B)(6) 2016 with the reported cause of death being natural causes. No additional information was provided.